Event description:
It was reported that a device was used during a laparoscopic procedure. The shield would not activate. Another device was used to complete the case. There were no consequences to the pt.